Event description:
It was reported to philips healthcare that the heartstart mrx had a red x and beeping due to a failed opcheck with "service required" inop displayed on screen. There is no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.